Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. Photos were provided for review and from the returned pictures, it is not possible to confirm whether the depth block on the 5fr catheter has been removed. This is the first complaint related to insufficient puncture depth. Therefore, the investigation of the reported event is confirmed and use related. The root cause may be that the customer did not remove the depth block. It is recommended that the customer follow the instructions for surgical operation. Labeling review: the instruction for use clearly states that removing the depth block can increase the puncture depth by 1 cm and include an illustration. It is possible that the customer did not remove the depth block from the 5fr catheter hub, resulting in insufficient puncture depth. G3, h6 (device, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent liver biopsy procedure using the transjugular intrahepatic puncture device. During procedure, the cannula length allegedly insufficient for successful puncture. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent liver biopsy procedure using the transjugular intrahepatic puncture device. During procedure, the cannula length allegedly insufficient for successful puncture. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.